Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that during a hrp procedure of a 64 y/o male patient, the 25mm middle segment trial was used and then when changing the proximal body it was noticed that the trial fins were broken. Surgeon removed the parts/pieces from the patient. The lead consultant confirmed that both parts were removed from the patient. No surgical delay/prolongation. Patient was last known to be in stable condition following the event. Unable to obtain x-rays. Device is returning.

Manufacturer narrative:
H3: as determined, the broken instrument reported was likely the result of not considering specific performance requirements to capture user needs and design inputs (instrument durability during reprocessing/sterilization as well as force applied over lifetime of device). Due to user needs and dis not being captured, testing was not executed to verify instrument/material durability over the lifetime of the device.